Event description:
It was reported to depuy acromed via general counsel that a pt was implanted with moss miami hardware in 1998. According to the complaint, it was discovered that the hardware was "defective" in 1999 when the hardware was removed. The pt then developed an acute narcotic condition from the prescribed pain medication. The product and lot code info was not available. The implants were not returned for evaluation.